Event description:
The cutting guide 4/1 #3 broke during surgery: a fragment detached and remained into the patient. The event was undetected during surgery. After the x-rays, the surgeon realized the problem and re-operated the patient to remove it. We were informed on (B)(6) 2012 only.

Manufacturer narrative:
We received some pictures of the broken cutting guide and we talked on the phone with the surgeon: the problem occurred was immediately clear: the 4/1 cutting guides are offered in seven sizes, that correspond to the sizes of the knee implants. The sizes 1, 2 and 3 have a little bridge in the distal surface, that is not present into the other sizes; probably during the coupling with the rotational guide (code 02.07.10.0068) this part was overstressed and the little bridge fractured. Checking the drawings, we verified that the size 3 is the worst case concerning this part since it is the guide with the smallest bridge, compared to sizes 1 and 2. We decided to modify the design of the cutting guides sizes 1, 2 and 3 by removing the little bridge: the new guides will be manufactured without the bridge. Statistically, this is the first case of breakage of a cutting guide size 3 after around 5000 implantations of femurs size 3. So far we consider the event as an isolated case. Moreover, the surgeon admitted that it was partially his fault not to have detected the metallic part inside the wound before its closure. For the reasons above, we will not make any action on the market on the existing items.